Manufacturer narrative:
2015 ungrounded cable - MFR (B)(4). April 2022 admission - MFR (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was placed on an ungrounded cable in 2015. The patient was readmitted in april 2022 with ongoing pump stops and low speed advisories on an ungrounded cable. The patient underwent a driveline splice at that time without complication. The external portion of the driveline was sent off for further analysis which showed no conclusive information that contributed to the pump stop. The patient elected to defer pump replacement at that time and continue outpatient monitoring. However, on (B)(6) 2022, the patient began to develop increasing frequency of alarms with low speed advisories and pump stops at home. The patient went to the hospital on (B)(6) 2022 for evaluation and then had a subsequent pump exchange. The patient was not symptomatic and was inpatient status as of (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the pump confirmed internal driveline (dl) wire damage that would have contributed to the reported low speed and pump stoppage events. The lvas was returned assembled with the driveline (dl) cut approximately 10.5¿ from the pump housing and the remaining distal portion of the dl was returned measuring approximately 28¿. A blue glove tip was tied to the cut end of the distal portion of the driveline. Evidence of a previous driveline repair was observed. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline segments did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket and bionate layers. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. More significant wear to the metal braided shield was observed on the internal portion of the driveline. Upon removal of the metal braided shielding, breaches to all six wires were observed at approximately 9.5¿ from the pump housing. Further evaluation found breaches to the orange, yellow and brown wires between 12 and 12.5¿ from the pump housing. The external repaired portion of the driveline was unremarkable. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wires contacted the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground would have resulted. If the exposed conductors of damaged wires from two different phases contacted the metal braided shield simultaneously or contacted each other while the patient was connected to external battery power or the power module with an ungrounded patient cable, the reported phase-to-phase short would have resulted. Functional testing of the pump could not be performed due to the confirmed wire damage approximately 9.5" from the pump housing. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04feb2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.